Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Age/date of birth, weight, and ethnicity: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in germany reported the generation of eight (8) erroneous high sodium patient results on cell 2 of their au5800 analyzer. The erroneous patient results were not reported outside the laboratory. There was no report change to patient treatment, injury, or death associated with this event. Data was not provided; however, all questionable patient data were over 160mmol/l or higher. The customer re-analyzed the samples and the results obtained were within the normal reference range.